Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3+ sensor to the ilet bionic pancreas and ilet mobile app, which was resolved by rebooting the ilet and initiating the sensor warmup. No clinical signs, symptoms, or conditions were reported, and blood glucose was not impacted. Outcomes included successful sensor warmup display on both the pump and app, and continued therapy without interruption or medical intervention. User support included guided troubleshooting and education through the pairing workflow on the ilet and ilet mobile app. Investigation of this case revealed a temporary pairing or communication issue that resolved after device reboot, consistent with transient connectivity behavior between the ilet and the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user- and software-related interaction that was addressed through standard troubleshooting.